Event description:
A discordant, falsely low creatinine result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted higher. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed service tests to verify that the analyzer was operational. The cse replaced and aligned the sample probe 1 and reagent probes 1 and 2. A system check and a quick check were then run and passed and quality controls resulted within range. The cause of the discordant, falsely low creatinine result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.